Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address alval on (B)(6) 2021, the patient had a revision left hip to address joint instability, pain, and dislocation. The patient was noted to be status post revision (B)(6) 2016 for severe metallosis and aseptic loosening of her acetabular components. The patient had done well for 4 years and then had a spontaneous dislocation. During the procedure the patient was noted to have extensive effusion. Depuy constrained liner and femoral head were used during this procedure. Date of implantation: (B)(6) 2007. Date of revision #1: (B)(6) 2016 (cup, head, and liner).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.